Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. It was determined that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that difficulty was experience while attempting to implant this right atrial (ra) lead. After positioning the lead the electrical measurements through the pacing system analyzer (psa) were out of range and the lead exhibited loss of capture (loc). The decision was made to replace the lead however despite numerous turns the helix would not fully retract. The lead was eventually explanted. No adverse patient effects were reported.